Event description:
After 28+ months of implantation, this device was explanted because, it could not be interrogated. In addition, there was no magnet response.

Manufacturer narrative:
A response from the MFR is pending.